Event description:
Pt reported being injected with radiesse dermal filler in the cheeks on (B)(6) 2011. Ten days post-injection she complained of redness and discomfort at the injection sites of the cheek areas. The pt returned to the office on (B)(6) 2011, and was prescribed antibiotic, keflex for a one week duration. Five days later, a pus-like material began oozing from the swollen area on left cheek. She returned to the office and the antibiotic was changed to cipro, also instructing her to use an antibiotic ointment and warm compresses.

Manufacturer narrative:
The pt went for a second opinion to dr (B)(6) who felt she had a (B)(6). He cultured the area with negative results. He prescribed doxycycline for 10 days with the use of altabax, vinegar/water compresses. Two weeks later he cultured the area again with negative results. He injected the pt with kenalog and hyaluronidase with some improvement seen. The area continued to be erythematous and worsening. The pt went to dr (B)(6) for further eval. Dr (B)(6) reported there was a depression in each cheek with pus. She drained and cultured the area with no growth seen. The pt was treated with bilateral kenalog injections, prescribed bactrim and ped-boro compresses. Pt seen again on (B)(6) 2011, with definite improvement noted. A review of the device history records indicates the reported lot #1025935 met all specifications prior to release.